Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that the up arrow button caused numbers to scroll and the other buttons were stuck. Customer also reported that the top and bottom corner of display screen was cracked. Customer's blood glucose was 272 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with no button response and alarmed button error due to corroded keypad traces. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked lcd window and cracked reservoir tube.